Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had diabetes complications, had a kidney disease and had a kidney transplant ten (10) years ago, but it failed. The customer had congestive heart failure and, previously, had a stroke. The customer's left leg was amputated and had infection. The caller stated that due to all of these issues and the infection, at times the customer's blood glucose was above 500 mg/dl. The caller stated that the customer passed away on (B)(6) 2015, at home. The cause of death was heart failure and sepsis. The caller stated that the customer needed dialysis, but did not want to have it, leading to sepsis in the leg, which caused the heart attack. The caller noted that the customer was in the hospital for four (4) weeks - from (B)(6). The caller did not know the customer's blood glucose at the time of death. The caller was wearing the insulin pump at the time of death. The customer was not using sensors.